Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product performance information was received, analyzed, and oversensing was noted. Five ventricular non-sustained tachycardia episodes at <(> <<)>=210 ms occurred between (B)(6) 2012 and (B)(6) 2013. Noise/interference was also noted. The ventricular short interval count was 879 counts in 35.9 days on (B)(6) 2012 and (B)(6) 2013. (B)(4).

Event description:
It was reported that a patient alert triggered for lead integrity as oversensing and noise were observed. The lead remains implanted but was programmed off until the lead is replaced. No patient complications have been reported as a result of this event.